Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe event or problem field, h1: type of reportable event, h6: patient codes, h6: impact codes.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time. Further evaluation and a potential commanded shock were discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that a commanded shock was performed. It was noted that at this time, impedance measurements were within normal limits, but on the upper end. Calcification of the lead is being suspected. The patient will continue to be monitored.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time. Further evaluation and a potential commanded shock were discussed. This lead remains in service. No further adverse patient effects were reported.